Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on (B)(4) 2014. Electrical test showed that the pulse generator was operating within specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The explanted lead was discarded during the surgery; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high impedance on (B)(6) 2014. The patient¿s device was programmed off and the patient was referred for surgery. X-rays were taken and were reported by the physician to be unremarkable. The patient was reported to be hospitalized. Clinic notes were received indicating that the patient was discharged from the hospital on (B)(6) 2014. The patient¿s respiratory panel came back positive for parainfluenza. An eeg ruled out subclinical status epilepticus which was at his baseline. The patient was receiving ippb aggressively, cough assist, albuterol and suctioning. The patient was transferred to the picu for CPAP initiation due to retaining co2 likely due to hypotonia and his respiratory illness. The patient experienced a few seizures which were at baseline levels. The seizures lasted less than one minutes and resolved when magnet mode stimulation was activated. The clinic notes indicate that the patient¿s device was disabled on (B)(6) 2014. Further follow-up revealed that the patient underwent surgery on (B)(6) 2014 to explant his generator and lead due to high impedance. The patient was unable to be re-implanted due to fibrosis and limited amount of space on the nerve. The surgeon also noted that the patient¿s respiratory issues were not related to vns. The explanted generator was returned to the manufacturer for analysis. The explanted lead has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received indicating that the vns patient was referred for re-implant surgery. The patient has not been re-implanted to date.

Event description:
The patient's surgeon reported that the cause of the high impedance was related to the presence of fibrosis. The surgeon also believed that the patient's case of influenza contributed to the high impedance. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the generator and lead confirmed all quality tests were passed prior to distribution.